Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a vessel perforation occurred. The target lesion was 28mm in length, 70% stenotic and was located in the mid-left anterior descending (lad) artery. The physician accessed the lesion using a 6fr introducer sheath. He used a csi viperwire guide wire and csi orbital atherectomy device (oad) and performed two runs at low speed and one run at high speed for 85 seconds total run time. While treating the lesion, a perforation occurred in the proximal lad artery. Subsequently, pericardial tamponade occurred with st-segment elevations noted on the electrocardiogram. Pericardiocentesis was performed and a covered stent was placed at the perforation site. The perforation was resolved and the patient was transferred to the ccu in stable condition.